Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2, b5, b7, d11, h6 (no code available (3191) is used to capture the medical device removal). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record ad 17 june 2019 was reviewed on 9 december 2019. (B)(6) 2015: the patient underwent a left total knee arthroplasty secondary to degenerative joint disease. Attune implants were used with non-depuy cement. The patella was resurfaced. No intraoperative complications were noted. (B)(6) 2017: the patient underwent a revision of the left knee secondary to pain and suspected tibial loosening. Intraoperatively the surgeon noted mild synovitis; no obvious sign of wear of the implants; and the tibial component demonstrated loosening at the cement to implant interface. The patellar implant was well-fixed and retained. Although the femoral component was well-fixed, it was revised also. There were no intraoperative complications. Pmh: degenerative joint disease, end-stage osteoarthritis (left knee). Doi: (B)(6) 2015. Dor: (B)(6) 2017.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: h6 patient code: no code available (3191) was used to capture surgical intervention.

Manufacturer narrative:
(B)(4) investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states pt had attune knee in. Pt had grossly loose tibia at cement to implant interface. Unknown cement was used. Surgeon removed all components and left patella. Pt wanted to keep components for potential lawsuit. Patella 1518-10-035 l 8210423. Surgeon made comment that may be something wrong with tibial implant causing debonding.

Event description:
Update 8-mar-2018: medical records received. After review of the medical records for MDR reportability, the cement used at primary was competitor product. A correct doi was provided ((B)(6) 2015). Lot numbers were provided, but they aren't legible. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.